Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the device would not remain powered on in order to charge and shock. The cause of the reported issue was determined to be due to an electrically leaky filter, designator fl10 from the analog pcb assembly. The leaky filter caused the internal hlc batteries to become depleted. The customer was provided with a replacement device.

Event description:
The customer initially reported to physio-control that their device was showing its charge-pak and attention icons. After an evaluation of the device, it was observed that the device would not remained powered on, which could prohibit the device from being able to deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Event description:
The customer initially reported to physio-control that their device was showing its charge-pak and attention icons. After an evaluation of the device, it was observed that the device would not remained powered on, which could prohibit the device from being able to deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Section d5 of the initial medwatch report indicates: operator of device ¿ blank. Section d5 of the initial medwatch report should indicate: operator of device ¿ lay user/patient.